Event description:
It was reported that the patient expired. The information regarding the patient's death was obtained from the national death index per the reporter. The patient was last seen in the clinic in 2008. The patient had intractable pain secondary to lumbar radiculopathy secondary to bony metastatic prostate cancer. The pump contained bupivicaine 40 mg/ml; compounded baclofen 200 mcg/ml and clonidine 300 mcg/ml at an infusion rate of 0.275 ml. The patient therapy manager was programmed for up to 6 activations per day. The cause of death was not reported; it was reported to be unrelated to the implanted system.